Event description:
The vulcan generator was being used during a left shoulder arthroscopy. The return pad for the generator was applied to the pt's right calf. The pt suffered a burn to the right calf. Note: the return pad being used was not a validated/recommended pad by smith & nephew. Also, the location of the pad was on the right calf of the pt which is not the recommended area for application.